Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: during investigation the pump was unable to power up. The pump was opened to find a display lens leak, and moisture on the internal pump. The allegation of a call service alarm was unable to be adequately investigated.

Event description:
On 29-jul-2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.